Manufacturer narrative:
All information provided by manufacturer and mandatory medwatch form.

Event description:
It was reported during pulse generator and lead extraction, the tip of the lead being extracted became detached from the wire. The lead tip was visualized to float around the right atrium and travel out into the inferior vena cava. An image aquisition was performed, and the tip appeared to be lodged in the lower part of the right atrium.